Event description:
"Complex aortic aneurysm repair involving all 4 visceral vessels. The physicians performed a pmeg procedure (physician modified endo graft). They deployed the graft down to the flow divider on back table, burned holes in the fabric, reinforced with wires and sutures and reloaded back into the delivery system. While tedious, eventually 95% of the device was reloaded. They stopped short due to too much force required to completely reload the device. Then, they inserted the treo 36-120 main body into a 20 fr gore dry seal sheath and delivered the stent, cannulated all 4 fenestrations/visceral vessels, and attempted to deploy the supra renal fixation. The proximal clasp was pulled down but the supra renal fixation did not release from the proximal clasp. After a few attempts of advancing and retracting the proximal attempts failed, we went to the using a 12x40 nc balloon through the proximal bare stents to dislodge. After a few attempts and re-positions, the supra renal fixation finally released. After deployment, the physicians advanced the 20fr dry seal sheath into the limb of the treo main body and pull the entire delivery system out along with the wire (wire was kinked due to bail out). New wire was successfully inserted and procedure was completed with limb extension and no negative clinical effect due to the proximal clasp release failure. Please inspect the delivery system included for review and investigate possible failure modes for corrective action." Patient outcome - "no injury to patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Complex aortic aneurysm repair involving all 4 visceral vessels. The physicians performed a pmeg procedure (physician modified endo graft). They deployed the graft down to the flow divider on back table, burned holes in the fabric, reinforced with wires and sutures and reloaded back into the delivery system. While tedious, eventually 95% of the device was reloaded. They stopped short due to too much force required to completely reload the device. Then, they inserted the treo 36-120 main body into a 20 fr gore dry seal sheath and delivered the stent, cannulated all 4 fenestrations/visceral vessels, and attempted to deploy the supra renal fixation. The proximal clasp was pulled down but the supra renal fixation did not release from the proximal clasp. After a few attempts of advancing and retracting the proximal attempts failed, we went to the using a 12x40 nc balloon through the proximal bare stents to dislodge. After a few attempts and re-positions, the supra renal fixation finally released. After deployment, the physicians advanced the 20fr dry seal sheath into the limb of the treo main body and pull the entire delivery system out along with the wire (wire was kinked due to bail out). New wire was successfully inserted and procedure was completed with limb extension and no negative clinical effect due to the proximal clasp release failure. Please inspect the delivery system included for review and investigate possible failure modes for corrective action." Patient outcome - "no injury to patient."